Manufacturer narrative:
H6: investigation summary since no photos or samples displaying the reported condition of separation inserter from tubing were available for examination, we were unable to fully investigate this incident. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system tubing separated from the adapter during use. The following information was provided by the initial reporter, translated from portuguese: "during puncture, it presented a defect when guidewire was being removed, only the (butterfly) rod stayed, with the flexible tip inserted into the vein."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system tubing separated from the adapter during use. The following information was provided by the initial reporter, translated from portuguese: "during puncture, it presented a defect when guidewire was being removed, only the (butterfly) rod stayed, with the flexible tip inserted into the vein."